Event description:
On (B) (6) 2010, the patient reported she has had elevated readings in the 300-400 mg/dl range. She has no symptoms and treats her readings by changing her insulin infusion headset and bolusing insulin. She said she thinks her readings are due to her insulin infusion headsets falling off due to prolonged exposure to water. She has started a water aerobics class. She said when she removes the headset, she sometimes has lumps under her skin and insulin leaks out of her body. She stated she sometimes receives e4 (occlusion) errors on her infusion device which she clears by changing her headset. She usually changes her headset every 3 days. Her device adapter has never been changed and she was advised to change it every 10th cartridge change. Courtesy liquid adhesive and adhesive remover were sent to the patient along with a guide to infusion site management and infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.